Event description:
Allegedly, ti corrosion claim (10+) left.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Manufacturer narrative:
Section d.4: lot # has been updated.